Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event on the same day as onset. The patient received unspecified treatment (further details not reported) for the peritonitis event. The cause of the peritonitis and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.